Manufacturer narrative:
Complaint product (cartridge) no returned for evaluation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 160mg/dl. During troubleshooting, an air bubble was observed to be forming during the fill tubing step. The customer successfully primed out the air bubble and observed insulin exiting the infusion set tubing. The customer reconnected back to their infusion set site and resumed insulin deliveries. The contact reported that the customer would continue using the pump for insulin therapy and manual injections were available if needed.